Manufacturer narrative:
Other relevant device(s) are: second dcs used to implant second valve: product ID: envpro-16, serial/lot #: (B)(4), ubd: 05-nov-2020, UDI#: (B)(4). First implanted valve: product ID: evolutpro-26, serial/lot #: (B)(4), ubd: 14-apr-2020, UDI#: (B)(4). Second implanted valve: product ID: evolutpro-26, serial/lot #: (B)(4), ubd: 26-may-2020, UDI#: (B)(4) product analysis: both of the valves remain implanted and both of the dcs were discarded; therefore, no product analysis can be performed. Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a native type I bicuspid valve with calcified fusion between the right coronary cusp and the left coronary cusp, pre-dilation was performed with an 18mm balloon. The annulus was reported to be compatible with a 29mm valve; however, due to the calcification, the physician chose to implant with a 26mm valve. At 80% deployment, the valve was slightly under expanded in the right anterior oblique view. The valve was released and there was trouble with the last paddle detaching from the delivery catheter system (dcs). After several attempts of pushing the dcs and slightly rotating it, the paddle detached. However, the valve dislodged up. A second 26mm valve was implanted in a similar position. Again, under-expansion was reported in the right anterior oblique view. After the valve was released, there was resistance as the nose cone of the dcs was removed from the inflow portion of the valve, even with centering the nosecone and pulling the guidewire. During this time, the second valve dislodged up. A more aggressive pre-dilation was performed with a 23mm non-medtronic balloon. A 29mm valve was implanted with moderate paravalvular leak and a gradient of 30 mm hg. A post-implant balloon aortic valvuloplasty was not performed due to a high risk of dislodgement. No additional adverse patient effects were reported.